Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the cable was defective. Therefore, the reported condition was confirmed. The assignable root cause could not be determined. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device manufacture date is unknown. The actual device has been returned and is currently pending evaluation. Once (B)(4) evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 3 of 4 for the same event: it was reported from (B)(6) that during an unspecified plastic surgery, it was discovered that the electric pen drive device turned on when the device was on lock mode. According to the reporter, the only way to stop the device was by turning the device off at the switch. The device was in use with a cable device, quick coupling device and hand switch device. There was a ten minute delay in the surgical procedure. The device was replaced with another spare device. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.